Event description:
After placing the prosthesis in the aorta, dr pernot realized that it was too short. With a pigtail control, dr pernot found that the relay pro stent-graft was 10 cm long instead of 15 cm. Dr (B)(6) was able to remove the device and use another one's (28-m4-42-150-42s). Patient outcome - "no injury, no incidence for the patient."

Event description:
After placing the prosthesis in the aorta, dr. (B)(6) realized that it was too short. With a pigtail control, dr. (B)(6) found that the relay pro stent-graft was 10 cm long instead of 15 cm. Dr. (B)(6) was able to remove the device and use another one's (28-m4-42-150-42s). Patient outcome: "no injury, no incidence for the patient."